Event description:
The customer reported that the button used to activate coag mode disconnected and fell inside the pt cavity. The button was retrieved. There was no ill effect to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.